Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that occasional high right atrial (ra) lead pace impedance measurements were noted with a value being out of range since (B)(6) 2018. No noise was seen. Possible interrogation and troubleshooting was discussed. This implantable cardioverter defibrillator (ICD) and ra lead remain implanted. No adverse patient effects were reported. Additional information noted that a follow up was done and all measurement appeared stable. The system will continue to be monitored.